Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was noted to have some oversensing of atrial sense (as) to as about 80 milliseconds after followed by ventricular sense (vs). Boston scientific technical services (ts) suggested that a chest x-ray be performed to verify the placement of this lead. Additional information received from the local sales representative states that an x-ray was performed and this lead has been pulled back a bit. No intervention has been scheduled. No adverse patient effects were reported.